Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient was hospitalized due to elevated blood glucose levels. The patient stated, "his infusion device didn't deliver insulin". The patient's blood glucose result was 500 mg/dl. It is unknown on how long the patient was hospitalized. It is unknown on what type of treatment was given to the patient at the hospital. No more information was provided regarding the incident. The infusion device was requested to be returned for product evaluation.